Event description:
Additional information received from reporter on 7/9/2025 for report mw5166745. I had filed a defective medical device, resmed 11 airsense dispensed from (B)(6), (B)(6) 2022. Please look up all correspondence and my documentation that I am a retired respiratory/critical care rep with hill rom and have a federal badge. I am from (B)(6), being raised and living there 63 years. I moved to (B)(6) in 2020 during the pandemic. I was a victim of a brutal head assault in the town where I moved in (B)(6) resulting in the need for a CPAP as I was tested in 2010 and 2018 in (B)(6) and did not need one. This is documented by my sleep doctor (B)(6) at (B)(6) hospital. Also, his partner dr. (B)(6) analyzed the resmed 11 as it malfunctioned and was a defective medical device. Her words¿ no one can use this¿. My sleep doctor (B)(6) ordered a new airsense 11 as my blood pressure has been out of control and resistant to medication. I have recently been in the ER. Part of the problem has been the CPAP machine. I told (B)(6) that I filed mw5166745 and he said give all documentation to intermountain home medical equipment affiliated with my doctor so they can send it to (B)(6). Also, he and I agreed I would give the same documentation to (B)(6) so they as well can bill my (B)(6). He sent the order over and the home health got his order, received the medwatch documentation and was expecting the documentation to be submitted to (B)(6). I was dispensed a new airsense 11. I also returned the (B)(6) airsense 10 rental with documentation for them to bill (B)(6). They agreed to do this. As of last week, (B)(6) said neither (B)(6) or (B)(6) have billed (B)(6). I even was on the phone with (B)(6) when they called (B)(6) and left a message for them to call (B)(6). Saturday I received a bill for rental from (B)(6), and a bill from (B)(6) for the new machine. I¿m retired and my sleep doctor agrees that the CPAP is now a medical necessary life saving device. The value of the rental machine is no more than $250. I am humbly asking for help from both the medwatch MDR team FDA and (B)(6). I would like you to call (B)(6) reference number (B)(4) at (B)(4) regarding their refusal to bill (B)(6) and in my opinion they do not care anything about me. Also please call (B)(6). These two home medical equipment companies are in violation. I will email you again from my laptop with the new bills amounting to thousands of dollars which is not the value of either machine, as I can buy a brand new resmed airsense 11 for $898.00. Thank you for helping me with the inexcusable behaviors of both companies who are not putting the patient first in any area of their business.

Event description:
I am a retired hill-rom inc, medical device respiratory/critical care rep. I also am a federal employee that holds a federal badge. I had a head injury in 2020 and went to (B)(6) in 2021, and 2022 and had an overnight stay at the (B)(6). I had 23 sleep apnea events per hour. My doctor prescribed the resmed airsense 11 CPAP machine with full nasal and mouth mask. (B)(6) is 5 hours south of (B)(6) with a population of 100,000. The surrounding area is very rural with small hospitals and the (B)(6) is not far away. During the covid pandemic, patients from the surrounding rural hospitals and the (B)(6) sent their patients to (B)(6) hospital. The (B)(6), and the smaller dme companies had no resmed CPAP machines. I had to wait almost a year. I was dispensed this machine by (B)(6) in (B)(6) 2022. The machine lifespan is supposed to last 5 years; however, the machine began to fail in the summer of 2024. The water container did not properly attach to the machine. (The doctor at the (B)(6) checked this in (B)(6) 2024. She said this was a manufacturer defect). I have all documentation for this. I had to use minimal water as the machine would automatically shut off. The doctor at the (B)(6), dr. (B)(6), in (B)(6) 2024 said there was a defect in the heating element of the machine which melted the front of the machine and warped the plastic water tank. It could have caught on fire while I was sleeping. The doctor told me because of the faulty heating unit, which is supposed to heat water to dispense through the tube and mask during sleep, and the manufacturing defect of the holes in the water tank not aligning to the tubes from the machine, it was unusable and not safe for human use. Because I had rented it from (B)(6), (B)(6) had to send the broken machine back to resmed and they were supposed to fix the machine. (B)(6) guidelines state that they will only pay for a machine every 5 years; however, this machine was defective and died at 2 years. I have all the medical documentation for this. In the meantime, (B)(6) did not have any airsense 11 CPAP machines but had an airsense 10. I have been renting since (B)(6) 2024 from (B)(6). I called (B)(6) and they have told me that (B)(6) did not bill them for the rental. I have been a medical device rep over 20 years and was a respiratory rep during the h1n1 pandemic. I am wondering if resmed sent defective CPAP machines and durable medical equipment to (B)(6). I have had trouble with the dme equipment breaking as well. The serial number for the resmed airsense 10 is: (B)(6). Reference: 39485 lot: 1627289 device number: (B)(4). I have photos, and the medical documentation from the doctor at the (B)(6). Sincerely, (B)(6).

Event description:
Additional information received from reporter on 5/1/2025 for report mw5166745. Thank you for your response. First I want to introduce myself that I am a retiree of (B)(6). And was trained on respiratory equipment. I have been a medical device/pharmaceutical for over twenty years. I covered the h1n1 pandemic in the entire (B)(6) hospitals from 2007-2014. During this time, my hill-rom division partnered with respironics to market the vision bipap to hospitals across the united states. I am in serious need and am asking for respironics and the FDA's help. I had a severe head injury in 2020; however, I was born with 3 rare genetic diseases and one was diagnosed when I was a toddler and all three were diagnosed by the genetic clinic at (B)(6) and (B)(6) neurosurgeon, dr. (B)(6). About 40% of the bones of my skull have polyostotic fibrous dysplasia which means I have no minerals to make the bone hard, it is soft like a sponge and very vascular. Second, I have a rare disease of the carotid and vertebral arteries whereby my own tissue within the arteries grows and occludes the vessel, similar to cholesterol clogging an artery. A vascular surgeon would go into the vessel and clean it out and open the vessel back up. I was found on the ground unconscious in a pool of blood with 4 skull base fractures. I have severe sleep apnea as a result and my doctor at (B)(6) had found 23 sleep apnea events per hour. I was under the care of the same cardiologist in (B)(6) from 2006 where I lived and raised a family because I have hypertension, and he ordered two sleep studies, one in 2010 and the other in 2018. I did not need a CPAP. My incident occurred in the fall of 2020. I self referred myself to the sleep center in (B)(6), (B)(6) 2021 and I needed a CPAP machine but I did not get one until (B)(6) 2022. My blood pressure has been out of control and I had to go to the ER two weeks ago because it was 173/110 with blood pressure medication. I received the airsense 11 (B)(6) 2022 from a dme company named (B)(6). I had great outcomes with the airsense 11 initially, and it did lower my blood pressure! However, at about the two year mark, (B)(6) 2024, the life-span of the CPAP started to end, it began to fail and I will describe what was happening, the evaluation of the airsense 11 from the fnp with a doctorate at (B)(6). The machine began reading a false-positive that water was leaking from the water chamber, when it was not. There is a minimum and maximum indicator on the plastic chamber and if I filled the water even slightly above the minimum water line, the machine would shut off. During the night while I was sleeping and using the CPAP, the machine would shut off. There was a malfunction of the heating unit in the machine and the machine got so hot while I was sleeping that it melted the plastic on the front of the device. The malfunction of the heating element caused increased temperatures that not only melted the plastic on the front of the device, but cracked the water chamber. This got worse and I had an appointment with the (B)(6) and saw one of the nurse practitioners named (B)(6). Upon (B)(6) inspection, the frame and mask were deformed and did not form a connective seal and therefore the mask unit was leaking. She firmly stated "no one can use this device, it is defective!!!! (B)(6) is no longer my provider for dme as I have switched to (B)(6). I was told that I had to use (B)(6) to rent a CPAP which I did in (B)(6). The only CPAP machine they had is an older model airsense 10. I have called (B)(6) and explained the situation and (B)(6) called (B)(6) at (n)(6) and left a message. (B)(6) said they would pay for the rental. (B)(6) guidelines are that they will pay for a new machine every 5 years; however, this device is defective and it's lifespan was not 5 years but 2 years. I explained this to (B)(6) and they would like to work with (B)(6) and resmed. When I went to the ER 2 weeks ago, they ran many tests and said that this CPAP situation needs to be resolved immediately. I need to return the rental immediately and get a new, working airsense 11 with the proper fitting for the frame and cushion. I have an appointment with my sleep doctor this wednesday and would like to get my new machine and frame and cushion as the current rental is not working very well. I believe I will get higher quality machines and biomedical engineering at the (B)(6) hospital than at (B)(6). I was approached from behind on the left and hit over the head with a lava rock which caused 4 skull base fractures, I turned towards my left and my glasses were removed, I was punched in the left eye and hit on the left side of the face, which twirled my body around and I fell on my hands which broke the right one in half. I sustained many injuries. There is more to tell but I will stop here. After my retirement, I became a federal contractor and then employee. Your collaboration is most appreciated, airsense sn number: (B)(6), ref: 39485, lot 1627289, device 885 number. I am attaching a report and photos as supporting evidence as (B)(6) said the holes in the water chamber were not aligning with the cylinders coming out of the machine.

Event description:
Additional information received from reporter on 4/8/2025 for report mw5166745. To the FDA medical watch division: I reported to the FDA my defective device that was prescribed to me by my doctor at the (B)(6) because of severe sleep apnea, I was at 23 events per hour. I received the machine in 2022. Just after the two-year warranty, the machine began failing. (B)(6) will pay for a machine every five years; however, I am including the notes from the fnp who has her doctorate as she inspected the machine (B)(6) 2024. I am also including my credentials as I retired from (B)(6) as I was a trained critical care respiratory hospital rep and worked the h1n1 pandemic in (B)(6). I was trained in respiratory equipment. Dr. (B)(6), at the (B)(6), inspected my CPAP machine and she said it was a defective machine and could not be repaired or used by anyone. That the life span that resmed states, 5 years, did not apply to this device. It had a life span of 2 years. I am including my defective machine and the rental I now have to demonstrate what dr. (B)(6) said. Dr. (B)(6) stated that the round part of the chamber that must be inserted into the round holes in the inside of the airsense CPAP did not align up. This would cause the sensor unit inside the machine to "shut off" thinking there was a leak. I could barely fill the water chamber with water, otherwise the machine would shut off and I could not use the CPAP machine which is a health issue for me. The machine heating unit was faulty and melted the front of the unit and cracked the water chamber. This machine could have caught on fire. I have called (B)(6) and they will pay for the rental. I explained the entire situation to (B)(6). I will not pay resmed any money for repairs. They must replace my machine, although it was three months past the 2 year warranty. According to dr. (B)(6), this machine could not last for 5 years for anyone using it. I have tried to resolve this conflict with resmed and have been unsuccessful. I am asking for the FDA's assistance. I must have a CPAP machine; it is a lifesaving device for my situation.